Event description:
It was reported that on an unknown date, the reverse function was not working on the battery powered driver. No further information is available. This report involves one hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: hxx, gxl. E3: reporter is a j&j employee. H3, h4, h6: service and repair evaluation: the repair technician reported that the device motor ran low in fast forward, intermittent in forward, did not run in reverse modes, and had discolored wires, rust on motor bearing spacer, and debris on internal components. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor/gearhead barrier, shcs, pfhs, set screw, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 18 january 2024 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A shr was performed on the serviceable device, and it was found that the device was manufactured on 21-feb-2017. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.